Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three weeks ago, the consumer purchased reach toothbrush unspecified, for brushing teeth (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed, the toothbrush snapped in half while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, about three weeks ago, the consumer purchased reach toothbrush unspecified, for brushing teeth (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed, the toothbrush snapped in half while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No sample was returned and no lot number was provided. Review of trending data by product family reach toothbrush unspecified revealed no adverse trends. Based on an acceptable manufacturing or facility issue review, lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Complaint trends will continue to be monitored. This report remains as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.